Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a reminder became frozen on the pump screen and the customer was unable to clear the reminder. The customer's blood glucose level was 207 mg/dl at the time of the call. During troubleshooting with tandem technical support, the reminder was able to be cleared and the customer resumed use of the pump.